Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen (150 mcg/ml at 75.09132 mcg/day), dilaudid (1.5mg/ml at 0.75091 mg/day), and bupivacaine (30 mg/ml at 15.01826 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 a review of the patient's device logs revealed a pump motor stall at 8:15 am with a recovery at 8:26 am on (B)(6) 2021. The patient denied having a magnetic resonance imaging (MRI). The cause of the stall and recovery was not known. No further diagnostics or interventions were performed at this time/no action was taken. The outcome of the event was noted as resolved without sequelae on (B)(6) 2021. The device diagnosis was noted as pump motor stall and the clinical diagnosis was not applicable. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.